Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - between (B)(6) 2015. Device code - unknown. Expiration date - unknown. Date implanted - 1980s. Date explanted - between (B)(6) 2015. PMA/510(k) number. Manufacture date - unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in the 1980s. Subsequently, patient was revised on an unknown date. Patient was revised again between (B)(6) 2015 due to liner wear. During this procedure, the femoral stem, acetabular cup and liner were removed and replaced with competitor products.